Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Whilst cleaning teeth, brush head (broke away from stem,) causing some discomfort - mouth [oral discomfort]; whilst cleaning teeth, brush head broke away from stem causing discomfort [injury associated with device]; brush head broke away from the stem [device breakage]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke away from the stem and caused some discomfort. The case outcome was unknown.

Manufacturer narrative:
On 26-jul-2016 product investigation results: reporter returned one brush head on (B)(6) 2016. Brush head confirmed to be counterfeit.

Event description:
Whilst cleaning teeth, brush head (broke away from stem,) causing some discomfort - mouth [oral discomfort]; whilst cleaning teeth, brush head broke away from stem causing discomfort [injury associated with device]; brush head broke away from the stem [device breakage]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke away from the stem and caused some discomfort. The case outcome was unknown.